Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on posterior side assessed, as fold flaw opening. Additional observations: stress mark observed, creases were observed, wear abrasion observed. White particles observed, on the surface of the shell.

Event description:
Healthcare professional reported, right side exchange with no complaint against the device. Healthcare professional, later reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported right side rupture. The device has been explanted and replaced.